Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, implanted: (B)(4) 2018, product type: screening device; product ID: 3537, lot# unknown, product type: programmer, patient. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for non-obstructive urinary retention and urge incontinence. It was reported that the patient stated the device was not working. They attempted to increase stimulation and got a message to retry, the issue continued. Contributing factors to the reported event were unknown. Troubleshooting was performed and the issue continued. Actions/interventions and resolution were unknown at the time of the report. Additional information was reported. The patient stated they had washed their hair and took a sponge bath and they felt like the lead may have moved because they felt stimulation higher in the buttocks that they did prior. Actions/interventions and resolution to the reported event were unknown. No further complications were reported or anticipated.